Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3823 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refu3823) have been reported from the same facility in (B)(6).

Event description:
It was reported that powerpicc solo was leaking, upon further investigation by a district nurse they noticed a small pinhole on the proximal end of the PICC. No injury to the patient, PICC was removed and disposed of. Course of treatment changed: yes; PICC was removed and patient was put on oral antibiotics.